Event description:
The customer contact reported the device touchscreen did not work and would not calibrate. The device was returned to the biomedical dept for an unspecified reason. No info was provided; however, it was reported there was no pt involvement. There were no reports of any adverse pt events or reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen was out of calibration. No additional info was provided.

Manufacturer narrative:
A field service engineering performed testing and investigation at the user facility. During testing, the device touchscreen responded when the touchscreen was pressed outside of the button area, however, the touchscreen would not calibrate. The probable cause was due to a broken front bezel assembly. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.